Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized. On an unreported date, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and cipro intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, therapy with vancomycin was discontinued, but the status of therapy with cipro was not reported. Dianeal therapy was ongoing. On an unreported date, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. Additional information was requested but is not available. This is report 1 of 3.